Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The image was compromised due to a bent pin inside the video connector. This component will require replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the olympus video system center would not display an image during preparation for use. According to the initial reporter, it appeared the connection prongs were bent and compromising the connection. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ based on the information provided and the results of the investigation, it is believed that unexpected force applied to the device caused the reported failure. When connecting the endoscope to the light guide, the pin inside the video connector bends due to unexpected force such as tilting, bending, pulling, twisting, or crushing. It is likely that the image would not display because the video signal between the scope and light guide was compromised. Olympus will continue to monitor the field performance of this device.